Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cce interface was down during station upgrades. A technical support specialist (tss) dialed into the application server, observed delayed patient and order messages, verified site status, coordinated with interface team to restart the stopped cce services, confirmed the delays cleared, station was no longer in critical override and notified the customer while monitoring during the continued upgrade. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the cce interface was down, and customer mentioned that the pyxis was performing station upgrades to version 1.11. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.